Event description:
The customer reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with hydromorphone 6mg/30ml when solution leaked, proximal to the flange of the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.